Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-april-2024, it was reported by the patient that two infusion set tuning detached from connector within two days of use. High blood glucose level was 300 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.